Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and absorbable hemostat was used. During the procedure, the patient experienced a large amount of bleeding and, after the surgeon arrested patient's bleeding, the absorbable hemostat was remained between the peritoneum and rectus abdominis, for the vesical front side/ in the front of the bladder. The surgeon opines that it was not appropriate to remain indwelling absorbable hemostat. Following the procedure, amylase elevation and hematuria were confirmed. Four days after the procedure, the patient experienced internal bleeding between rectus abdominis and bladder front and retroperitoneal hematoma occurred. After two days from hemostasis, elevated amylase and lipase were confirmed. Nafamostat mesilate was applied and hematuria, ldh elevation and anemia occurred after six days from the treatment. It was also reported that imperceptible inflammation reaction was confirmed and the patient was transferred to another hospital. As hemolysis due to the effect of the spleen was confirmed, additional treatment has been performed. The diseases based on endothelial vascular disorder and failure of multiple organs of hypertension in pregnancy were confirmed. The doctor opines that hemolysis is believed to be caused by the spleen by the blood medical diagnosis and in the transport destination, this event is understood to subtypes of the disease based on endothelial vascular disorder and multi-organ failure that pregnancy hypertension.